Event description:
It was reported that the patient's generator was replaced due to battery depletion. Product return is not expected. No further relevant information has been received to date.

Event description:
Additional information was received from the physician indicating that the reported increased seizures was unrelated to the vns device. It was noted that the patient would be restarted on seizure medication and would continue with the vns to address the seizures. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient was in the ER due to issues with the vns. It was specified that the patient recently had a tonic clonic seizure that was atypical for the patient, and the patient suspects that the generator may be depleting due to the seizures. Attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.